Manufacturer narrative:
H3: product analysis: part# 55750018540 lot# h5518868 visual and microscopic inspection confirmed there is some smearing/damaged to the nodes and the screw saddles from what appears to be the rods moving between the saddles and set screw. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2023 mpxr (B)(6) (rep, hcp, for): information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar vertebral fusion for adjacent intervertebral disorder. Level at which the implant was performed: l3-s2 it was reported that when inserting the left l4 screw, a load was applied to the tip of the screwdriver, resulting in breakage. The broken part of the screwdriver tip was confirmed inside the screw head. The screw was removed once and replaced with a new screw of the same size. Date of initial surgery: (B)(6) 2010, level at which implant was performed: l4/5, no product malfunction was reported against the product used in the initial surgery. The reported screw was fractured. There was a delay in the procedure by less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.